Event description:
Device report from depuy synthes reports an event in australia as follows: it was reported that on (B)(6) 2023, the va clavicle loan set at bathurst base hospital a 14mm cortex screw was retrieved. One of the 14mm sterile tubes from the rack I noticed that the safety seal had already been opened and the tape broken on the outer packaging. The screw from the rack was isolated and opened one of the other screws. Procedure was completed successfully without any surgical delay. No fragments were generated. This report is for one (1) 3.5mm cortex screw self-tapping 14mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.